Event description:
High calibration slopes have been observed on the immulite 1000 turbo intact parathyroid hormone (ipth) assay for lot numbers 213 and 214. Due to the high slopes, no patient samples were run. The customer decided not to schedule pth surgeries until the calibration issue is resolved. There was no report of adverse consequences to any patient due to the delay in treatment.

Manufacturer narrative:
(B)(4), 2012: additional information:although the siemens notification date is (B)(4), 2012, the actual date of awareness for the cancellation of surgery due to the turbo ipth high calibration slope was on (B)(4), 2012.siemens filed the initial MDR (2432235-2012-00183) on (B)(4), 2012 due to the cancellation of surgery.

Manufacturer narrative:
The initial MDR was filed on june 1, 2012. Additional information (8/30/2013): siemens has investigated the incidence of elevated slopes on the immulite intact parathyroid hormone (ipth) assay. The investigation suggests that the ipth reagent kit lots in the field may have been subjected to elevated temperatures in the field causing higher than expected adjusted slopes. Siemens is investigating the issue.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. The fse proactively ran qc on another assay (human chorionic gonadotropin) and performed a valve test which both successfully passed. Siemens tested a customer-returned kit of lskptz lot 214, a new kit of lot 214 and a new kit of lot 215. The slopes observed with the new kits were 1.3 for kit lot 214 and 1.0 for kit lot 215. The kit returned from the us customer produced a slope of 1.7. The conclusion is that the returned kit had been compromised. Further investigation is continuing to determine the cause for the compromised kit.

Manufacturer narrative:
(B)(4): additional information:a root cause for the elevated slopes has not been determined yet. Kit performance is being monitored.